Event description:
Report received indicated that a mild dissection took place during post dilatation. This patient was enrolled in the study and randomized for the cordis smart stent. One smart was implanted at the right superficial femoral artery (sfa) distally. The access method was percutaneous and puncture site contralateral. The vessel anatomy at the lesion site was straight, type of lesion de novo and calcified. Lesion location is 14cm above superior edge of the patella. Total lesion length was 70mm and occluded. Pre-procedure there was not thrombus present at the lesion site. Reference vessel diameter was 5mm. Pre dilation was not performed. An excimer laser spectranetics was also used in treatment of the lesion. After stent implantation and post-dilatation with two balloons was performed, a mild dissection occurred distal to the lesion. The dissection was treated with two (2) smart stents and the event was resolved. Per the procedural physician, this event is possibly related to the study product and probable related to the study procedure. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni